Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made, and slight improvement was noted. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the test data indicated impedance issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.